Event description:
During a turp procedure, the tubing was mistakenly reversed. A perforation of the pt's bladder was noticed. Proceudre was completed. Pt condition post-op was fine. The doctor believes the perforation was small enough that it would heal by itself.